Event description:
During evaluation of a returned spectrum iq pump, the device powered off with no user input. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the device powered off with no user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause were identified to be a missing rear case big piece and could not properly hold the battery securely in the housing. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.